Event description:
It has been reported that a revision surgery was performed to extract and change the centering screw of the pt's mobile bearing knee implant. A total knee revision was not performed.

Manufacturer narrative:
Na